Event description:
Procedure: unk. According to the reporter: an anastomatic leak was detected intra-operatively so the anastomosis was redone. The procedure was extend for more than 30 minutes.

Manufacturer narrative:
(B)(4).